Event description:
While pt was using latex gloves she developed symptoms of hives and later on, progressed into asthma. Pt took medication without any positive results. Pt was required to carry an epi-pen, a proventil inhaler and use atrac train. Pt is no longer working as an rn. Pt stated that every time she goes to a grocery store or a toy store she gets an allergic reaction.